Manufacturer narrative:
The device from this complaint was returned and evaluated. Based on the findings from the service center, the reported issue of the unit over feeding was not confirmed. The possible root cause of the overfeed could not be determined, however the unit was fixed by replacing the gasket and upgrading the software. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is reviewed on a routine basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the unit is over feeding by 5-6 mils during testing. Upon follow up on (B)(6) 2019 the customer stated that he sets the pump to deliver 50 mls of expired enteral formula in 15 minutes but it delivers over by 11-12% (55-56 mls).